Manufacturer narrative:
Follow-up #1; date of submission: 10/10/2016. The device has been returned and evaluated by product analysis on 09/15/2016 with the following findings. During investigation, visible moisture was found on the display. A base crack was found between the case seal and the keypad. A leak test was performed and failed due to a leak at the case crack. The pump was opened to find no moisture.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture present behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation of insulin delivery if the damage impacts the power circuit or cartridge cap.